Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was stuck in windows desktop. According to the customer, there was a "network disconnect" message at the cns and the unit would not continue to boot into the cns portion. Technical service (ts) had the customer removed the lan cable, power down the cns and then reinsert the lan cable and power the unit back up. After the reboot the cns started without further issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display was stuck in windows desktop.